Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen flickers. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a noisy screen during a diagnostic procedure prior to patient sedation involving an olympus colonovideoscope. The procedure was completed with the similar device. There was no patient harm.